Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a 20039e product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20096352. The customer indicates that they experienced an occlusion on attempts to prime the set, however no further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20096352 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e product in the past 12 months. CAPA# (B)(4) has been raised in response to this increased trend.

Event description:
It was reported that the smallbore 6 inch ext vlv was blocked/occluded and wouldn't prime. The following information was provided by the initial reporter: "can¿t priming with syringe".